Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. The foreign material was unable to be identified. There was no deformation or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of air / water channel damage was confirmed. Due to the damage on the nozzle, no water could be fed. The inspection of the returned device revealed that the forceps channel port, switch box, scope cover, scope connector cover unit, scope connector case unit, grip and light guide cover glass were all scratched. The right / left knob and up / down knob were discolored. The control unit and light guide lens were cracked. The bending angle in the "up" direction did not meet specification due to wear of the angle wire. No leakage was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
The customer reported to olympus that the air / water channel on the evis exera iii gastrointestinal videoscope was damaged. There were no reports of patient harm or injury associated with the reported issue. During the inspection of the returned device, it was found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted for the foreign material.